Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope with heart rates in the 30 beats per minute (bpm) range. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture with asystole of less than two seconds. A surgical revision was performed. During the procedure, the helix was unable to be retracted; therefore, the lead was unable to be repositioned. The lead was subsequently abandoned and a new lead was implanted. No additional adverse patient effects were reported.